Event description:
The initial reporter received questionableelecsys hcg+b results from two patient samples tested on the cobas 6000 e601 module. The initial results were reported outside of the laboratory and the reporter had to issue corrected reports. The patient samples were rerun on their other e 601. Sample 1 the initial result was reported to the patient's parent who complained and requested a rerun of the patient sample. On (B)(6) 2023, the initial result from the module was 129.0 miu/ml. On (B)(6) 2023, the repeat result from the other module was 0.100 miu/ml with a data flag. Sample 2 on (B)(6) 2023, the initial result from the module was 8.72 miu/ml. This result was reported as 9 miu/ml. On (B)(6) 2023, the repeat result from the other module was 0.100 miu/ml with a data flag. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the cobas 6000 e601 module is (B)(6). The field service engineer investigated the event and found the cause to be the reagent pack. He then replaced the affected reagent pack. The customer performed qc which verified the performance of the module. The investigation reviewed the last calibration performed on 01-oct-2023; the results were within specifications. The investigation reviewed the qc recovery. The qc recovery for level 1 was low and outside of the customer's 2 standard deviation (sd) range on the day of the event, with no repeat measurements performed. It was initially high outside of their 2sd range on 03-oct-2023, with the repeat measurement within range. The customer's recovery for level 2 was within their provided range. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 5 minutes at 5000 (the unit of measurement of speed and centrifuge model was not provided). The provided centrifugation time may be shorter than recommended, and the centrifugation speed may be faster than the recommended speed. The investigation reviewed the alarm trace. The trace contained "abnormal sample aspiration" errors. These are indicators of possible poor sample quality. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.